Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1917907) on 02-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('altered menstrual cycles / none at all or light') in an adult female patient who had essure (batch no. He011h9) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In 2017, the patient experienced menstrual disorder (seriousness criterion medically significant), musculoskeletal pain ("suffering from muscle and joint pain for several months"), musculoskeletal stiffness ("stiffness for several months"), fatigue ("generalised fatigue that can last several days / depending on the month, periods when she was very tired") and menopausal symptoms ("signs of premenopause") with night sweats. Essure treatment was not changed. At the time of the report, the menstrual disorder, musculoskeletal pain, musculoskeletal stiffness, fatigue and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for fatigue, menopausal symptoms, menstrual disorder, musculoskeletal pain and musculoskeletal stiffness with essure. The reporter commented: she was waiting for the appointment with the surgeon, to have her essure removed by bilateral salpingectomy. Batch no : he011h9 production date : 2015-12-03 expiration date : 2018-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('altered menstrual cycles / none at all or light') in an adult female patient who had essure (batch no. He011h9) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced menstrual disorder (seriousness criterion medically significant), musculoskeletal pain ("suffering from muscle and joint pain for several months"), musculoskeletal stiffness ("stiffness for several months"), fatigue ("generalised fatigue that can last several days / depending on the month, periods when she was very tired") and menopause ("signs of premenopause") with night sweats. Essure treatment was not changed. At the time of the report, the menstrual disorder, musculoskeletal pain, musculoskeletal stiffness, fatigue and menopause outcome was unknown. The reporter provided no causality assessment for fatigue, menopause, menstrual disorder, musculoskeletal pain and musculoskeletal stiffness with essure. The reporter commented: she was waiting for the appointment with the surgeon, to have her essure removed by bilateral salpingectomy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('altered menstrual cycles / none at all or light') in an adult female patient who had essure (batch no. He011h9) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced menstrual disorder (seriousness criterion medically significant), musculoskeletal pain ("suffering from muscle and joint pain for several months"), musculoskeletal stiffness ("stiffness for several months"), fatigue ("generalised fatigue that can last several days / depending on the month, periods when she was very tired") and menopausal symptoms ("signs of premenopause") with night sweats. Essure treatment was not changed. At the time of the report, the menstrual disorder, musculoskeletal pain, musculoskeletal stiffness, fatigue and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for fatigue, menopausal symptoms, menstrual disorder, musculoskeletal pain and musculoskeletal stiffness with essure. The reporter commented: she was waiting for the appointment with the surgeon, to have her essure removed by bilateral salpingectomy. Amendment: the report was amended for the following reason: a new device similar incident listing (dsil) was created. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.